Event description:
The customer biomedical engineer (biomed) reporting that a sector not showing the electrocardiogram (ECG) waveforms .the device was reported to be in use on a patient, but no adverse event to patient or user was reported.